Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that there was a cut in the hose near the muffler area due to user error, and the vanes, motor cylinder, and lip seal were worn. It was further observed that the device experienced a low rotation per minute (rpms), was leaking oil from the swivel, and had a cosmetic damage worn. It was determined that the device failed the rotational speed assessment as it was below the minimum specifications. It was further determined that the device failed pretest for hose verification, rotational speed and oil leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that the motor device sheathing was torn. During in-house engineering evaluation, it was observed that the device experienced a low rotation per minute (rpms) and was leaking oil from the swivel. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.